Event description:
It was reported that the programmer had no power to it. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit did not power up, however, it was reconfigured and the software reloaded. (B)(4).